Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new procedural information, which was updated in the appropriate sections.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy, a small piece of green plastic was found on the tip of the probe. The probe was discarded and not used on the patient. The procedure was completed with another device which collected six tissue samples. There was no patient involvement.

Manufacturer narrative:
After further clinical review this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A mfg review was conducted and the reported lot met all release criteria. The original sample was discarded by user facility. The green plastic was returned for eval. The complaint investigation is confirmed for the reported event, as the piece of green plastic was not found to be part of an encor probe. The mfg process was reviewed by the MFR (infus), and it was determined that the green plastic could have originated from the tip of a vacuum nozzle used during the metal particulate test process. Per the instructions for use (IFU): the encor biopsy probe is supplied sterile and is intended for single use only. Complications that may be associated with the use of the encor biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that after completing an ultrasound guided breast biopsy procedure, a small piece of green plastic was found inside the sample tray. The procedure was completed with six tissue samples obtained. There was no pt injury reported.